Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified the problem. The collimator iris would drive, but give an error. The iris pot resistance was out of tolerance. He calibrated the iris pot per ge oec procedure. The system is now working normally.

Event description:
The customer reported that the system displayed a bad iris pot error and was taken out of service.